Manufacturer narrative:
The received device had the cannula assembly fully deployed. A tear in the exposed end of the soft cannula was observed. Due to the tear, fluid was unable to successfully pass through the fluid path. It could not be determined when the tear occurred. Corrosion was found on the battery spring and chassis common/battery spring pad of the bottom battery. The downloaded data showed no increase in pulse widths or signs of struggle during the run that would indicate a tear in the cannula or a failure of the pod to deliver insulin. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 14.4 mmol/l (259 mg/dl) after wearing the pod between 4 and 24 hours on the leg. As treatment, a new pod was applied.